Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 05 jun 2019. Touch screen assembly was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. The touchscreen was installed to a test ventilator for analysis. The test ventilator did power up from (alternating current) ac and deliver breaths, the ac (light emitting diode) led indicator did turn on, however, the touch screen calibration did not pass. The command "now touch the third and final box position and please touch the center of the box" display on the screen failed the touch command. The root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.